Event description:
The patient's father contacted animas on (B)(6) 2011 to report elevated blood glucose (bg) readings ranging from 300 to over 500 mg/dl over the past 3 days. The reporter denied that the patient developed any symptoms suggestive of hyperglycemia with the high bgs. The patient's father reported that the patient's high bgs resolved after he was disconnected from the pump and treated with a correctional bolus via injection. The reporter stated they used the same insulin that was in the pump. At the time of troubleshooting, the patient's father claimed they changed the patient's site and cartridge 3x in response to the high bgs. The reporter denied any issues with site. In addition, the reporter confirmed there was no evidence of insulin leaking. At the time of troubleshooting, the reporter confirmed all pump settings, including the date and time were correct. There were no associated alarms in pump's history. Animas customer support noted that the total daily delivery for the previous 2 days matched up with basal and bolus history. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump involved with this complaint has been returned and evaluated by animas product analysis on (B)(4) 2011 with the following findings: a 29 hour flow accuracy test was also performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals from (B)(6) 2011 correctly reflected the users programmed basal rates. There were no alarms or pump conditions indicating a malfunction recorded in pump history.